Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery aneurysm. It was noted that the patient's vessel tortuosity was normal . The landing zone was 4.0 mm distally and 4.0 mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that the distal end of the ped2 stent did not open in the distal segment. The device was positioned in a straight vessel segment and was prepared in accordance with the IFU. The physician was instructed to advance the device further out of the microcatheter; however, this did not resolve the issue. The device was recaptured twice, but the distal end remained unopened. The physician was then advised to remove the device and open a new one. As another ped 4.0 × 10 flex was not available, the physician elected to implant a larger and longer device, specifically a ped 4.25 × 14. The angiographic result post procedure showed a great result with replacement device. The pipeline was not positioned in a bend and it did not stuck in the capture coil. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom plus catheter, synchro .014x200cm guidewire, phenom 27 150cm microcatheter, 7fr zebra guide catheter.